Manufacturer narrative:
All four distal holes of the plates are filled with the four broken 2.3 mm screws. The smooth and consistent surface of the screw fracture surface is consistent with a single shear overloading event. A large force perpendicular to the screws caused for a shear stress greater than the material could withstand. The absence of beach marks supports the assessment that fatigue stress was not the cause of the fractures. Additional mdrs associated with this event: 3025141-2020-00156: plate, 3025141-2020-00162: screw 2, 3025141-2020-00163: screw 3, 3025141-2020-00164: screw 4, 3025141-2020-00165: screw 5, 3025141-2020-00166: screw 6, 3025141-2020-00167: screw 7, 3025141-2020-00168: screw 8.

Event description:
An aculoc vdr plate was implanted in the patient on (B)(6) 2019. At some point post op, the screws in the distal portion of the plate broke. The broken screws and plate were removed in a revision surgery.